Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was not reported. It was reported the patient visited the hospital for another indication; however, it was not reported if the patient was admitted for peritonitis. The patient was treated with unspecified antibiotics (doses, routes, frequencies, and durations were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Extraneal therapy was ongoing. Physioneal therapy was discontinued. No additional information could be provided as the reporter declined follow up.